Event description:
The firestar balloon burst under 17 atms during the procedure. The lesion was in the lad, with 80% stenosis, and was calcified. The device will be returned for evaluation. There were no kinks or damages noted before inserting the product in the patient. The device prepped normally and was able to maintain negative pressure. The contrast to saline ratio was 1:1. No resistance or friction was noted while inserting the balloon through the rotating hemostatic valve and the guide catheter.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.